Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back event. It was reported there was a gas loss in iab circuit and blood visible on the catheter. No patient harm, serious injury or adverse event was reported. This is related to iab complaint: (B)(4).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the iabp and found blood on the pim module & safety disk. Fse replaced the pneumatic module assy as per po including safety disk system checked out passed as per the checklist. Unit released to user. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). The first name of the initial reporter in initial reporter name and address has been abbreviated due to field character limit; the full name should read (B)(6).